Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with the blood glucose value of 617mg/dl. Customer also received pump error 23 and power loss alarm. Customer was hospitalized to treat hyperglycemia event. Troubleshooting was performed and the issues were resolved. It was unknown that the customer was using the insulin pump within 48 hours of the reported event with auto mode feature. No further patient complications were reported. The insulin pump will not be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.